Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with minor scratches on the display window, a cracked case at a display window corner, cracked battery tube threads, a cracked reservoir tube lip, a cracked reservoir tube, a cracked belt clip slot and a missing end cap sticker.